Event description:
The facility representative reported a flo-gard infusion pump that did not work. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that did not work was confirmed by baxter service personnel. The assignable cause was determined to be a defective main battery. The battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.